Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the processor pcb was out of specification. The air in line alarm was confirmed and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.